Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. The patient experienced peritonitis. The patient had a stroke and experienced a heart attack. The patient was hospitalized for the events. The patient had a second episode of heart attack. The treatment rendered for the events was not reported. Pd therapies were ongoing. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.